Manufacturer narrative:
G4:19jan2021. B4:02feb2021. The field service engineer(fse) could not confirm the reported issue. The ventilator powered on. During evaluation, the fse identified a "backup battery malfunction" and alarm light-emitting diode (led)" diagnostic error. The fse also found a fan with damaged protection and without a filter. These failures were unrelated to the customer's reported problem. To address the issue, the fse replaced the power management (pm) printed circuit board assembly (pcba) during the implementation of field corrective order (fco86600050) to resolve the "alarm led failure" diagnostic error. The backup battery was replaced to fix the "back-up battery malfunction" diagnostic error, and the fan guard was replaced to resolve the damaged fan protection. A review of the device service history record indicated the battery has not been replaced since the device was shipped in november 2011. The battery exceeded its useful life. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The battery was returned to the manufacturer for failure investigation (fi). Visual inspection of the complaint is duplicated. The root cause is the failure of the battery pack. Since this battery is beyond the 1-year warranty period, it will be scrapped.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 11dec2020.

Event description:
The customer reported the unit does not turn on. The field service engineer (fse) could not confirm the reported failure. The unit turned on; however, it had errors. During evaluation, the fse reported identified "back-up battery malfunction," and "alarm light emitting diode (led)" diagnostic error codes. They also found a fan with damaged protection and without a filter. The unit was in clinical use; and there was no patient harm.